Event description:
It was reported that, after a wound debridement procedure took place on (B)(6)2024, on a diabetic wound underneath the foot, all went well with the procedure and patient was well on their way to recovery. Nevertheless, around the end of october, beginning november it was suspected their wound got infected. On (B)(6)2024 their leg was warm and there was a bad smell coming from the foot. By (B)(6)2024 the patient was transported by ambulance to the hospital due to high fever and immense pain. It was later found their foot wound had a profuse growth of staphylococcus aureus and corynebacterium sp, these two caused septicemias. Additionally, a vacuum machine placed on their foot fell over in the theatre and would not work anymore and was reported to be replaced four days later. By the time the bacteria growth was under control, the patient was put on dialysis two consecutive days but deceased at the age of 57 on (B)(6)2024.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a wound debridement procedure took place on (B)(6)2024, with a non-s+n product, on a diabetic wound underneath the foot, all went well with the procedure and patient was well on their way to recovery. Nevertheless, around the end of october, beginning (B)(6) it was suspected their wound got infected. On (B)(6)2024 their leg was warm and there was a bad smell coming from the foot. By (B)(6)2024 they were transported by ambulance to the hospital due to high fever and immense pain. It was later found their foot wound had a profuse growth of staphylococcus aureus and corynebacterium sp, these two caused septicemias. A renasys vacuum machine placed on their foot fell over in the theatre on (B)(6)2024 and would not work anymore and was reported to be fixed four days later on (B)(6)2024. By the time the bacteria growth was under control, they were put on dialysis two consecutive days, but they deceased at the age of 57 on (B)(6)2024.

Manufacturer narrative:
Corrected data: b5, d1, d2a, d2b, h6 (health effect - clinical code, health effect - impact code, medical device problem code).

Manufacturer narrative:
H3,h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, based on the information provided, a post procedural complication and/or the progressive worsening of the patient¿s systemic conditions such as diabetes, wound infection, and sepsis over three months most likely led to the dialysis treatments, and the patient¿s subsequent death. According to the provided death certificate, the patient's cause of death was due to natural causes. Additionally, a non-adherence to the instructions for use (IFU) could not be ruled out. As it was reported the negative pressure wound therapy (npwt) was interrupted for 4 days and the IFU for the renasys device does warn that the ¿npwt should remain for the duration of the treatment.¿ therefore, a causal relationship between the smith and nephew (s+n) device, the reported sepsis and subsequent death cannot be established; therefore, a device malfunction is not supported. Further impact to the patient beyond that which has been reported could not be concluded due to the patient¿s death unrelated to the use of the s+n device. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, instructions for use, specific risk management file, prior actions and sterilization records review could not be performed. A review of complaint history for the previous 13 months, did not reveal similar events for "decease" and did revealed similar events for "infection" and "device fall", for the device listed, this failure mode and adverse event will be monitored for future complaints for any necessary corrective actions. Factors that could contribute to the reported event include the patient's medical condition or a post procedural complication, as it was previously mentioned. At this time, we have no evidence to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated.